Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for an elective generator change. When the new device was connected to a competitor lead, out of range hv lead impedance was detected in configurations with the svc coil. The device was replaced but the measurement was consistent. The physician elected to remove the svc coil from the configuration. The patient was stable following the procedure.

Manufacturer narrative:
The reported field event of out of range hv lead impedance in configurations with the svc coil was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.